Manufacturer narrative:
Patient stated during time range the uti was contracted there was one time where he did not take time to wash himself properly or be as careful as he usually is. This was because he was in the hospital being treated for unrelated pneumonia and he woke up in the middle of the night. Cleanliness procedures may impact probability of contracting a uti.

Event description:
Patient (user) experienced a urinary tract infection (uti). No product problem or physical injury was reported. Patient was prescribed an antibiotic for the infection and has recovered.